Manufacturer narrative:
The reported event of insulation damage was confirmed and the reported event of low pacing lead impedance was not confirmed. The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited low pacing impedance and insulation damage. The lead was explanted and replaced. The patient was in stable condition.